Event description:
In late 2008, baxa was notified by the customer of a patient involved incident. The customer uses abacus v2.0 tpn calculating software for tpn production. During the same month, tpn feeding was administered to a home care patient who subsequently became hyperglycemic. It was determined that the tpn bags contained a higher-than-desired quantity of dextrose. No additional medical intervention was needed and no apparent long-term injury or illness resulted from this issue.

Manufacturer narrative:
A hospital was able to provide their abacus database, copies of the prescriber order form, copies of labels produced by abacus and the compounder mixcheck report for the subject bag created in late 2008. The prescriber order has instructions to include dextrose 15% in the subject bag. An evaluation of the compounder mixcheck report and the abacus solution label indicates that the compounder delivered dextrose as ordered in abacus (595.7 ml). It was also determined that the mixcheck report indicates that the total compounded volume of the subject bag was within +/-3% of the ordered volume (actual % difference -0.09%). In order to investigate the issue, the additional following item was evaluated: abacus database review summary: the abacus database shows the software settings in place at the time of database retrieval. Results of evaluation: the abacus database revealed that this facility created a 12 hour cyclic infusion for the subject order. Dextrose was ordered using a glucose infusion rate unit (i.e. Mg/kg/min) which is based off of a 24 hour period. The pharmacist, who entered the subject order, mistakenly entered a value of 16.9 mg/kg/min for the dextrose ingredient; thus, doubling the dextrose concentration. Abacus displayed the glucose infusion rate calculation on the order screen and showed the discrepancy between the "as ordered" amount and the calculated amount. The abacus database showed that the software displayed a warning that the dextrose concentration order value of 30.89% (twice the ordered concentration) exceeded the limit value of 25.00%. Rational was given as "under curve" and the order was completed. The customer's subsequent investigation revealed that the pharmacists calculated glucose infusion rate was incorrect and the abacus software was correct based on their data entry. If they wanted a final dextrose concentration of 15% according to the prescriber order, the glucose infusion rate should have been 8.21 mg/kg/min. The facility looked at another pediatric patient with a cyclic infusion, and did not see any problems. To prevent recurrence of this incident, the facility changed their ordering methods. Dextrose will now be ordered as gram/day and not as mg/kg/min. Based on an evaluation of the documentation associated with this event, it was concluded that the higher-than-desired quantity of dextrose was the result of the user entering a glucose infusion rate of 16.9 mg/kg/min rather than 8.21 mg/kg/min. Investigation has confirmed that the abacus software performed as designed and correctly calculated the concentration of dextrose. Actual device involved in incident was evaluated. Device was evaluated at customer site by baxa personnel. Results: device performed according to specification. Conclusions: device operated according to specifications. User error caused event.